Event description:
It was reported that patient underwent a total elbow arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. The bushing was removed and a cement spacer mold was implanted.

Manufacturer narrative:
Manufacture date ¿ nov 4, 2009. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Without product return, the current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that patient underwent a total elbow arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. The bushing was removed and a cement spacer mold was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number-unknown. Manufacture date ¿ unknown.